Manufacturer narrative:
The contact lens involved in the event was not available for return. The lot device history records were reviewed and show that all requirements were met. Medical documentation from the treating doctor relates event to lens over wear. Based on all information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
Received correspondence from coopervision informing of an adverse event with the soflens toric contact lens. Medical documentation received from the treating doctor confirmed patient experienced a corneal ulcer os and iritis due to lens over wear; patient was sleeping in the lenses. A culture was not performed. Patient was instructed to temporarily discontinue lens wear and was treated with vigamox. At follow up visit the next day, the vigamox was discontinued and patient was treated with tobradex. The patient did not return for any further follow up visits. According to the patient's mother, daughter's eye condition resolved without any issues.